Manufacturer narrative:
Investigation summary: the cap_r_3 assay was performed on galileo using retention stripes of crrs(3) plates lot e182 and retention vial of cric lot 221516 with the received customer sample ((B)(6)) and a known anti-kell positive and a known anti-kell negative in-house sample. The known anti-kell negative sample reacted negative as expected. The reaction pattern of the other two samples is described in the following: sample ID (B)(6): cell 1: negative, cell 2: 1+ positive (value: 44.10), cell 3: negative. Known anti-kell positive in-house sample: cell 1: negative, cell 2: 4+ positive (value: 99.00), cell 3: negative. Retention product performed as expected with the known anti-kell negative and positive in-house donor samples.

Event description:
Customer reported an unexpected negative with the capture-r ready-screen 3 (crrs 3) when testing a patient sample on the galileo.